Manufacturer narrative:
1. The customer did not return the sample but only returned a photo. In the photo, the analysis needle has been pulled out, and there is blood at the position of the isolation plug. 2. Production record check (lot#4233035): 1) this batch of products will be assembled in jingma automatic line 4 in september 2024 and packaged in cfs and r240 packaging line in september 2024. The number of work orders is (B)(4) pieces. 2) septum incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications. 3) 400 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards. 4) there are no non-conformities, deviations or rework during the production process. 5) septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed, and no leakage was found at the isolation plug. Conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. The factory continues to be focus on the defect.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 20gax1.16 in prn/ec slm leaked at septum endocrinology department recently found that the apparel isolation plug can't be closed when using apparel horse puncture continuous blood seepage, at the same time, feedback recently apparel horse after withdrawing the needle core especially tight, at present, this hospital has been reported to the department of nail and breast medicine, infection, gynecology, surgery for apparel horse withdrawing the needle astringent complaints, clinical sales have been reduced by one-third to one-half, but also ask the quality control as far as possible to supervise the factory to improve the process, thank you.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.